Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the device was post-paced t-wave oversensing, which was noted on real-time egm. Patient was asymptomatic. The device was reprogrammed successfully with no further issues.